Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6). Resubmission of initial report due to report code error.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. The user reported that the table cradle moves without user command. There is no report of impact to the state of health of any patient or user involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. During evaluation of the log files it was found that there is no signal to a motor controller confirming a mechanical problem. The system behavior indicates a problem with the hydraulic lateral table tilt assembly which must be replaced. The country representative in brazil has been informed to exchange the hydraulic lateral table tilt assembly. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.